Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 1/13/2012 and 1/20/2012 by phone, fax, and mail. A completed questionnaire was received on 2/3/2012. (B)(4).

Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the ophthalmic assistant reported the lens was exchanged for a different model lens and the event resolved.